Event description:
Large knee effusion, knee pain. Info was received on 07-jun-2004 from a pt (age unk), with a history of osteoarthritis of the knee and previsous use of hyaluronic acid injections (both self-injected use and use in pts) for more than 5 years (hyalgan and artzal) without any problems, who experienced a large knee effusion and knee pain. They began treatment with synvisc in 2004. The pt injected synvisc into their own knee and two days later, experienced "problems" with the knee and a large effusion. During the first "punctuation" of the knee 80 ml of synovial fluid was aspirated and during the second 60 ml was aspirated. The knee was painful for 2 weeks. Cortisone shot "helped somewhat." The treatment with synvisc was stopped, and artzal was started again, without any problems. At the time of this report the pt has recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.